Event description:
Related to MFR report # 2183959-2012-01373. It was reported that on (B)(6) 2010 the plaintiff was implanted with elevate apical and posterior prolapse system with inteprolite ¿to treat her pelvic organ prolapse and stress urinary incontinence.¿ the plaintiff¿s attorney alleges that ¿plaintiff has been admitted to emergency rooms over 25 times since undergoing the surgery in which the mesh was implanted in her,¿ is ¿unable to lift her two yr old son,¿ and ¿has to take prescription pain medication on a regular basis now to perform common everyday tasks.¿ the plaintiff¿s attorney also alleges that ¿plaintiff continues to suffer from severe pelvic pain, vaginal bleeding, difficulty urinating, bladder retention, mesh erosion, mesh extrusion, recurrence of prolapse, inability to sit, and dyspareunia (pain during intercourse). She has also been forced to self cauterize on many occasions¿ and ¿plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering.¿

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.